Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a esophagectomy/gastric tube procedure the device took longer to complete the seal on an artery after 5 hours of use. The seal was completed but a lot of particles of burnt tissue were left and oozing bleeding occurred. A new device was used to continue the procedure. The operating time was not extended and there was not additional tissue resection or damage. Nothing fell into the cavity of the patient and the oozing bleeding was less than 200cc. The device was recognized by the generator, activated, and end tones indicating a complete seal cycle, were heard. There was no patient injury.